Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/01/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient developed osteolysis in the proximal tibia and posterior to the femoral component. At this time the insert and patella are being reported for osteolysis.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 34444955) found additional reports. A previous DHR review (com-(B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (3444955). A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). (B)(4) has been undertaken to investigate attune post-operative loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Qty. 2. (B)(4).

Event description:
Clinical der states ae/migration and loosening, patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used.